Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead warning triggered, and the lead exhibited low impedances and noise, resulting in mode switching. The lead remains in use. No patient complications have been reported as a result of this event.